Event description:
It was reported that the right atrial and right ventricular leads were dislodged after the patient had a fall. The right ventricular lead was capturing the right atrium and the asymptomatic patient had intact conduction. The leads were repositioned on (B)(6) 2017. The patient had no adverse consequences during and post-procedure and will continue to be followed regularly.